Event description:
It was reported that during an unknown procedure, the surgeon found no staples came out after firing. Changed to a different device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. It should be noted that each reload is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.